Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline gender/age characteristic is male/(B)(6) years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: concomitant pulmonary vein and posterior wall isolation using cryoballoon with adjunct radiofrequency in persistent atrial fibrillation journal of the american college of cardiology doi.org/10.1016/j.jacep.2020.08.016. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a cryoablation procedure. The authors discussed cases where a patient developed persistent phrenic nerve palsy, one patient developed bradycardia and needed a pacemaker, there was a case of heart failure exacerbation, a case of pericarditis, a case of pericardial effusion, and one groin vascular complication. The disposition of the products is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.